Event description:
On (B)(6) 2021, ICU called biomed and placed a work order for this defibrillator with complaint of no sound coming out of speakers. We verified the issue and removed the defibrillator from service.